Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 498 mg/dl at the time of incident. The customer did not provide details on symptoms and treatment related to the high blood glucose level episodes. Customer stated that the chip on the bottom of the insulin pump and scratches on the screen and the reservoir window. Customer stated they did not read the insulin pump screen and pump was not functioning as designed. Customer stated that they received no delivery alarm. Customer was reporting a past event. Customer also reported that the alarm did not occur during manual prime. Customer reported that the event was resolved by changing complete set. Customer stated that the cannula was bent. Troubleshooting was not performed for high blood glucose level and troubleshooting was performed for absence of no delivery alarm. The insulin pump will not be returned for analysis.